Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted date was indicated as approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the classification of severity of the event was 6 (serious) and was reported as being related to the catheter. It was reported that the investigation drug was not changed. It was reported that there was a catheter replacement. It was reported that the event was recovered and the date of the outcome was (B)(6) 2017. It was reported that a catheter x-ray/computed tomography (CT) study was performed on (B)(6) 2017 and it was confirmed that there was a catheter fracture. On, (B)(6) 2017, the replacement of the catheter was conducted. It was reported that it was considered that the patient developed marked bone growth in pedicle locations where the catheter was being inserted and the fracture of the catheter was led by this. It was reported that it was assumed that the fracture of the catheter had probably occurred a long time ago. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration at 275 mcg/day dose via an implantable pump for a spinal cord injury. It was reported that on (B)(6) 2017 there was a pump replacement operation that was conducted due to the pump life cycle. During the operation, the old pump was removed and then aspiration of the drug in the catheter was performed from the pump side. However, only a little drug could be aspirated. It was reported that it was decided not to perform a priming bolus after the placement of the new pump since there was concern of overdosage. It was reported that this may mean that the drug might be interrupted for the capacity of the tube inside the pump, it was considered not to be a problem. It was reported that there was a concern about the condition of the catheter tip but neither an x-ray study nor replacement of the catheter was conducted as spasticity was well controlled. A computed tomography (CT) had not been performed for years. On (B)(6) 2017, it was reported that computed tomography (CT) was performed for a different purpose from the itb therapy and the CT result confirmed an indura catheter fracture that seemed to be occurred quite a long time ago. The catheter will be replaced on (B)(6) 2017. Additional comments of the event noted that there was no problem with the operation, however, it was reported that it was problem that a CT scan was not performed before the operation. At the time of the report the event was reported as being unrecovered. The causality was reported as not related to the investigational drug, pump, programmer, and surgical procedure. The causality was reported as being related to the catheter. There were no reported patient symptoms. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no further information regarding any contributing factors that led to the catheter fracture. It was reported that the catheter was not going to be returned as the customer may have discarded it. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they confirmed with daiichi sankyo that (B)(4) was replaced on (B)(6) 2017 with (B)(4). The pump was previously reported as serial (B)(4) and additional information received corrected the pump sn to (B)(4). No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.